Event description:
Consumer had reddened, painful finger. She stated she has infection from the lancet. She self treated with topical antibiotic ointment and also with oral antibiotics.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.